Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked display window corners, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
No blood glucose levels reported. The customer reported numerous cracks on the insulin pump and thinks that the insulin pump is not working properly. The customer further reported that the cracks on the insulin pump are located in the reservoir compartment, the threads and on the window. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.